Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) results, which also tested (B)(6), while using the prism (B)(6) assay. During a retrospective review of archived samples the blood donor was thawed and retested using the roche cobas method and a reactive result was generated. The following data was provided: initial sample ID (B)(6): the erythrocyte mass from the blood donation was provided for transfusion. (B)(6) 2015: prism (B)(6) (lot 51555li00): (B)(6), (B)(6) 2015: roche cobas: (B)(6), (B)(6) 2015: confirmatory results: (B)(6). Archived sample ID (B)(6): the erythrocyte mass from the blood donation was provided for transfusion. (B)(6). No impact to any recipients of the blood products has been reported.

Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. A review of labeling concluded that the issue is adequately addressed. Return material was not available. A retained kit of prism hcv, list number 6a52-48, lot number 55289li00, (w instead of complaint lot 51555li00 which had expired ) was calibrated and the calibration met instrument specifications. The (B)(6) run control value met control specification and was in the typical range. To evaluate analytical sensitivity, additional 4 replicates on each subchannel of sensitivity panel member and of the (B)(6) run control were tested. The panels and (B)(6) run control values met specifications and the results were in the typical range. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv (B)(4)). The seroconversion panel results were compared to prism hcv test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Additionally, a review was performed for non-conformances and deviations associated with the affected reagent lot. This review did not reveal any events or issues that may have impacted the performance of the lot number in relation to the complaint issue. Based on this investigation, it is determined that prism hcv assay kits, lot numbers 51555li00 and 55289li00 are performing acceptably. An investigation on the abbott prism, list number 06a36-10, serial number (s/n) 1044 was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified. Correction: (B)(4) is being replaced by (B)(4).